Manufacturer narrative:
(B)(4). The customer reported that the defibrillator stopped. The customer was informed that the codemaster model defibrillator was no longer in support, and parts were no longer available, as of (B)(6) 2006. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.

Event description:
The customer reported that the defibrillator stopped.